Event description:
Explanted products were returned to the manufacturer for analysis. Upon analysis, no anomalies were found with either the lead or generator. However, note that the majority of the lead assembly (body) including the electrodes was not returned for analysis. Therefore, a complete evaluation could not be performed on the entire lead product.

Event description:
It was reported that the patient has high lead impedance with normal chest x-ray, per physician. Patient is seizure-free and under-dosed on medications. The patient's family would like to have vns replaced. Per physician, they will consider medication taper after that is done. Revision surgery is planned, but has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received from physician indicating that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. X-rays were taken and were normal per physician, but were not sent to manufacturer for review. Clinic notes also indicated that the vns was working well and the patient was seizure-free for 4 years. The behavioral issues worsened with removal of valproic acid. The patient may be restarted on valproic acid. The patient underwent a full revision surgery, but explanted products have not been returned to manufacturer to date.